Event description:
This pediatric patient had leukemia and was finishing a regimen of chemotherapy. She had the line inserted here at our hospital. Approximately two years and five months later, she had the line surgically removed. It was observed that during the surgery the catheter began to "split up" as it was being removed. A radiology md came in to help and was able to get most of the pieces out that were remaining, but not all. After consultation with cardiac surgery, it was decided that heart surgery was riskier than allowing the pieces to remain. The medical intervention was to start the child on anticoagulation (coumadin) for about 6 months. The patient will go home and have to be monitored on blood thinners.